Event description:
It was reported that during a tlif surgery the jaws of the pituitary broke in the disc space. It was also reported that there was no adverse event and the instrument broke and the broken piece was retrieved.

Manufacturer narrative:
(B)(4). Instrument was not returned to the maunufacturer.